Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, a search for similar complaints, ticket trending review, labeling, and device history records. Return testing was not completed as returns were not available. A review shows that the median patient result for lot 42439ud00 (42439ud01) was within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Trending review determined no related trend for the issue for the product. Device history record review on lot 42439ud01 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 42439ud01 was identified.section d4 - lot no.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  (B)(6). This report is being filed on an international product, list number 03p25 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a 44 year old male patient diagnosed with coronary atherosclerotic heart disease, acute inferior myocardial infarction, grade I cardiac function, hyperlipidemia, and hypertension. The following data was provided (customer¿s reference ranges - abbott = 0 - 0.034 ng/ml, sysmex = 0.002-0.016 ng/ml): (B)(6).